Event description:
Customer's wife reports that customer visited health professional. It is reported that customer is off of insulin pump due to high blood glucose caused by correctly counting carbohydrates. Customer's blood glucose was between 500 mg/dl and 600 mg/dl. It is reported that customer will be going back on insulin pump after scheduled surgery. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).